Event description:
Device 2 of 3. Reference MFR report 1627487-2011-10066, 10068. The pt received the scs system on (B)(6) 2011. The pt reported that she was unable to obtain stimulation on two programs stating that the amplitude stops at perception. The pt was able to receive stimulation on a third program. The pt was seen for reprogramming on (B)(6) 2011, at which time, impedance issues were identified and the pt was referred for x-rays. The x-rays revealed no anomalies. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.